Event description:
Patient's spouse contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's spouse to test the alert functionality and patient's spouse reported alerts were functional.

Manufacturer narrative:
(B)(4).